Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The user complained that the hearing sensation with the device had deteriorated. The user was re-implanted on the (B)(6) 2021.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. This finding was expected, because according to the patient report the active electrode migrated postoperatively outside of the cochlea. Information on the device explantation report form states that three channels were found extra-cochlear at explantation surgery. The concerned device has been explanted. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The recipient complained that the hearing sensation with the device had deteriorated. The recipient was re-implanted on (B)(6) 2021.